Event description:
Implanted around 2001. Unknown if device is a rod or screw. It is alleged that at an unknown date, a second surgery was performed to remove device due to a "broken screw" or "broken rod" or "rod separating". Patient claims to have serious and permanent injuries although what exactly those injuries were, was not reported.